Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, repeated recoverable error occurred on universal surgical manipulator (usm) 4. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and in logs, the 23062 error was found indicating fault on degrees of freedom (dof) 5 stator, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where dof5 would intermittently fail instruments testing. The unit was then installed onto a psc fixture test (pftp) where sine cycle test was found to be failing on dof 5. Once testing was completed, the dof 5 stator was aba tested and was verified to be the source of the fault. The probable root cause is attributed to the dof 5 stator in the usm.